Manufacturer narrative:
MDR 3003442380-2026-10821 / initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion se cannula was bent which led to occlusion. The patient experienced high blood glucose and it was addressed by correction bolus using pump event occurred on 26-mar-2026